Event description:
Particulate found in the sterile seal of the bd 50ml luer-lok tip syringe ref 309653 sequestered syringe is in [redacted] pharmacy [redacted] by the sterile products pharmacist desk. Manufacturer response for 50ml luer-lok tip syringe, (brand not provided) (per site reporter). Emailed rep [redacted], shipped device [redacted].